Manufacturer narrative:
The pump was received with currents within specification. No blank display was noted. The lcd board was okay. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 187 mg/dl. The customer stated that there is crack around the battery cap compartment. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.